Event description:
T was reported that the subject device had no image. The issue was found during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4; g3; h2; h6 and h11. The device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting. The customer reported that the device recently returned from olympus repair and was reintegrated into the tower. The cv was cabled through an olympus wall plate to a 3rd party high-definition multimedia interface (hdmi) wall monitor via a serial digital interface (sdi) to hdmi converter. There was also an unidentified second monitor on the tower. Both monitors are reported to display color bars and patient data but not the scope image. Tac emailed the cv-190 instruction for use (IFU) to confirm cabling. Troubleshooting could not resolve the reported allegation. The complaint was not confirmed. From IFU manual: the IFU indicates in page 7 and 10 the following advertisement: page 7: refer to ¿system chart¿ on page 363 to confirm that the video system center is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient injury or equipment damage and makes it impossible to obtain the expected functionality. This instrument complies with the emc standard for medical electrical equipment, edition 4 (iec 60601-1-2: 2014). When connecting to an instrument that complies with a previous edition of the emc standard for medical electrical equipment edition, the emc characteristics could be vulnerable. Page 10: to display endoscopic images, connect the output terminal of the video system center directly to the monitor. Do not make the connection via any ancillary equipment. Images may disappear during observation depending on the condition of the ancillary equipment. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to user. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.